Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event. A review of the log-file could not be done because the log-file for the day of the treatment is not available. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient is having blurry and fluctuating vision eight months post lasik and debridement in both eyes. The patient was noted to have irregular epithelium and recurrent corneal erosion (rce). The patient was given sodium chloride hypertonicity ophthalmic ointment to use at night in both eyes, a topical tear drop to use twice a day in both eyes, and an oral antibiotic to take twice a day. The patient will be seen in follow up at a later date.

Event description:
Additional information provided states that the patient presented with blurry vision and light sensitivity upon awakening. The patient was noted to have irregular epithelium and recurrent corneal erosion in the right eye. The patient was prescribed a topical steroid eye drop and artificial topical tear drops.

Event description:
An optometrist reported that a patient presented with blurry vision that fluctuates approximately three weeks post lasik. The patient was noted to have irregular epithelium and anterior basement membrane dystrophy. The patient is scheduled for debridement. There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the anterior basement membrane dystrophy has resolved and the patient is doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).